Event description:
A report was received that the patients lead had high impedance and half of the contacts had stopped working. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients lead had high impedance and half of the contacts had stopped working. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation due to high impedances. Sc-2218-50 (sn (B)(4)). Device evaluation indicated that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was one cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.